Event description:
It has been reported that during use, the device displayed a run away error. The customer over rode the problem. No reported patient effect. (B)(4).

Manufacturer narrative:
The tpm was returned to (B)(4) and was evaluated by the service department. The reported runaway error could not be reproduced. The pump head of the tpm was loose, because of two worn out and broken distance bolts. The root cause of the damaged bolts cannot be identified retrospectively. The pump head fixation was repaired and a long term (duration) test was performed which the tpm passed per specification.

Event description:
(B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. A maquet service tech visited the site and checked the potentiometer, which was found to be in working order. The tacho-stobes were cleaned. A supplemental medwatch will be submitted if additional info becomes available. Pump name: tpm 20-330 twin roller pump, pump serial number: (B)(4), pump part number: 701035075.